Event description:
The consumer reported that the patient was unable to charge the implantable neurostimulator (ins). The patient was charging when an informational power on reset (por) occurred; the por condition was related to an overdischarge event. The patient spoke with a manufacturer representative on (B)(6) 2016 or (B)(6) 2016 and the patient was walked through performing physician mode recharge (pmr), but not how to clear the por. It was also reported that there was a patient fall on (B)(6) 2016 or (B)(6) 2016 related to the reported issue. Steps were reviewed for clearing the por using the patient programmer, and the por was cleared successfully. The patient was instructed to turn therapy back on, and the patient confirmed therapy was adequate. There were no reported patient symptoms. The patient's indications for use included non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.